Manufacturer narrative:
It was initially reported the device's flow sensor was replaced. The device's fio2 sensor was replaced not the flow sensor.

Manufacturer narrative:
In section g3 of the initial report an incorrect date of (B)(6)2020 was used. The correct date is (B)(6)2020.

Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at a third party service center, an issue related to the flow sensor was observed. The device's flow sensor was replaced to address the issue.